Event description:
Patient requested their dermatologist to perform a procedure to address the cosmetic appearance of the incision on the chest. Patient presented to their inspire physician with wound dehiscence at the chest incision site, exposing one of the leads following the procedure. Physician closed the chest incision in the clinic and prescribed antibiotics. Patient presented back to the physician with an infection at the chest incision. Physician prescribed another round of antibiotics.